Event description:
The customer was reported that the pump was getting the system failure: backup audible alarm post. There was no patient involvement. Evaluation of the returned device identified the travel reverse error. This could lead interruption of therapy

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. Review of the event history log (ehl) showed an backup audible alarm, travel reverse error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due main pcb - backup audible alarm (controlled by acu) is not working at correct power (current) or frequency. Further investigation, a travel course error found. As a result, the main pcb, the leadscrew, coupler, worm gear, and clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.